Manufacturer narrative:
The insulin pump was received with no act button response due to flattened button dome switch. No button error alarm noted. The device had a scratched lcd window, cracked reservoir tube lip and cracked battery tube threads. No damage inside the device was noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated that he is a refrigeration mechanic and it could have been exposed to the rain. Blood glucose value was 110 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.